Manufacturer narrative:
(B)(4). The customer reported that a monitor accidentally fell and was damaged. No pt harm was reported. The limited available info does not indicate if this was either a mount failure or the monitor was dropped by a user. A mount failure could be a health risk for patients or staff. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor accidentally fell and was damaged. No pt harm was reported.